Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: an incomplete lead was returned to the manufacturer for analysis. Visual inspection noted cuts in the outer tubing and paddle. In addition, instrument marks on the outer tubing were observed. Due to the condition of the returned lead, no functional testing could be performed. The device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his scs system, including a surgical lead, on (B)(6) 2010. It was reported the lead was explanted and replaced due to ineffective stimulation. Although the explanted lead was producing stimulation in the desired area, the stimulation was uneven throughout the coverage area. Follow up on the pt found that stimulation was restored with the replacement lead.